Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they cath in the morning when they get up then are good for 3-4 hours and go to the bathroom normally. Patient caths at 11pm or 12am before bed and is good till 3am then starts at 3am they get up every hour. Patient services reviewed how to increase stim. Patient was able to increase stim to a comfortable level. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The pt called back reporting a continuation of event previously reported in this case - that pt is going to the bathroom every hour at night. The pt stated they are fine during the day, because pt stated they catheterize during the day, but reported not at night and stated they are not getting 50% reduction in symptoms at night. The pt stated they are going to europe on august 9th and pt stated they are concerned with having these symptoms while in europe. Patient services walked the pt through checking therapy status on call and the pt was initially getting device not responding that was resolved by repositioning communicator on ins, as pt stated communicator was a little bit off of ins. The pt successfully connected with their ins and confirmed therapy is on at 2.8v, program 1. The pt stated they changed to program 1 with direction of their urologists assistant collins about a month to 6 weeks ago. Pt stated they last increased stimulation a couple days ago, about 2 days ago. Pt stated prior to this they waited about a week after increasing stimulation. Patient services reviewed therapy overview and considerations of changes to make to therapy. The pt increased stimulation to 3.4v on call and confirmed feeling stimulation comfortably in bike seat area. The pt initially stated feeling stimulation down right leg, but later clarified they are not feeling stimulation down right leg and instead clarified they are feeling stim in right cheek. The pt clarified feeling stim in bike seat area, not down right leg. The pt mentioned they have an appointment with their urologists assistant collins on august 4th. The pt will follow up with hcp if not seeing an improvement in symptoms following making therapy change. Additional information was received from the patient. They stated that they stopped using therapy shortly after the previous call due to therapy issues mentioned previously. They stated they would like to have the system removed. The patient was redirected to their healthcare provider (hcp) to further address the issue.